Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 511 mg/dl with symptoms of nausea, confusion, and moderate ketones. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there had been a loss of prime warning with the pump, causing a delay in insulin delivery. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of an alarm.